Event description:
It was alleged by an end user that an ac power cord to a continuous positive airway pressure (CPAP) device sparked and melted. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. Upon completion of the manufacturer's investigation, a follow-up report will be filed.

Event description:
The manufacturer's investigation verified evidence of thermal damage to the male end of the ac power cord that resulted in an exposed electrical lead, and concluded the event was most likely caused by physical damage to the ac power cord when exposed to forces beyond its intended design. Product labeling warns the user to periodically inspect electrical cords and cables for damage or signs of wear and to discontinue use and replace if damaged. The power cord meets all relevant electrical safety standards. Based on the available information, the manufacturer concludes no further action is necessary.

Manufacturer narrative:
Conclusion not yet available. Evaluation in progress.